Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, balloon withdrawal resistance occurred. The target lesion was located in the moderately calcified mid left anterior descending (lad) artery. The lesion was predilated with a 2.5x20mm maverick coronary balloon. A 38x2.75mm taxus liberte long stent delivery system (sds) was advanced to the lesion and the stent was deployed at 16atms. The delivery balloon was inflated two times without any issue and it was fully deflated before removing the device. However, upon withdrawal the physician felt slight resistance and the balloon stuck to the stent. The physician was able to remove the device without additional intervention. The stent was post dilated to 3.0mm. There were no patient complications and the patient's current condition is listed as "fine".

Manufacturer narrative:
(B)(4)- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. If there is any further relevant information that becomes available, a supplemental medwatch will be filed. (B)(4)